Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. The batch has no other associated complaints to date. A review of the manufacturing record for the batch shows that the device met its material, assembly and product specifications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the severely calcified, tortuous left anterior descending (lad) artery. The lesion was predilated with a 2.75x20mm maverick balloon. The physician had to push very hard, but was unable to cross the lesion. The proximal edge of the 2.75x24mm taxus express2 drug eluting stent became damaged. No patient complications were reported. Patient status reported as "great".